Event description:
Per the attached user facility medwatch report # (B)(4), the event is described as follows: "during percutaneous transluminal angioplasty of the right superficial femoral artery with difficult patient anatomy, the 4.0 balloon ruptured even before it reached the recommended balloon pressure. An advantage glidewire was being used during the procedure. It was at first difficult to remove both the glidewire and the balloon catheter, but both were eventually retrieved intact without any harm to the patient."

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00019 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
The reported information does not indicate any defect or malfunction of the glidewire advantage. During follow-up communication, the user facility contact stated that it is not known whether the guidewire may have caused or contributed to the reported event. However, the initial medwatch report was submitted as a precautionary measure in follow-up to user facility medwatch report # (B)(4). Subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in (B)(4) for evaluation. Examination confirmed: there was a bend noted on the wire approximately 45mm from the distal end; a section of blue tubing approximately 310mm in length was found adhered to the wire from approximately 410mm to 720mm from the distal end; the blue tubing had to be cut in order to permit removal from the glidewire device; after the blue tubing was removed from the wire, testing of the glidewire confirmed there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The blue tubing is likely to be the inner portion of the balloon catheter reportedly used in combination with the glidewire. However, the exact source of the blue tubing and the cause of the reported balloon rupture are unable to be determined based on evaluation of the available information. All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The reported information does not indicate any defect or malfunction of the glidewire advantage. During follow-up communication, the user facility contact stated that it is not known whether the guidewire may have caused or contributed to the reported event. However, this report is being submitted as a precautionary measure in follow-up to user facility medwatch report # (B)(4). Visual examination of a reserve sample from the reported lot confirmed that there were no anomalies. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The involved device has recently been received and is in the process of being decontaminated by qa at the manufacturing facility. After completion of the decontamination process, the returned sample will be evaluated and a follow-up medwatch report will be submitted with the results of the investigation. All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).